Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterility of product compromised as well as 8 occurrences of missing caps with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: material no. 324909, batch no. 8239952. It was reported that 8 syringes missing plunger cap. Verbatim: consumer reported 8 syringes from an un sealed polybag found to be missing plunger cap. Sample available. Incident date-04-18-2019; lot# 8239952; expiration date-09-30-2023; item# 324909.

Event description:
It was reported that sterility of product compromised as well as 8 occurrences of missing caps with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: material no. 324909, batch no. 8239952. It was reported that 8 syringes missing plunger cap. Verbatim: consumer reported 8 syringes from an un sealed polybag found to be missing plunger cap. Sample available. Incident date - (B)(6) 2019; lot# 8239952; expiration date - 09-30-2023; item# 324909.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8239952. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200776187] noted that did not pertain to the complaint.